Event description:
It was reported that on the same day a transcatheter aortic valve was implanted, trivial paravalvular leak (pvl) was identified. The patient then re-presented to the hospital with heart failure symptoms and it was identified that severe pvl was now present. Subsequently, an additional procedure was completed, during which a balloon dilation was completed with a 24-, 25-, and 26-millimeter (mm) non-medtronic (true) balloon. All dilations were completed in the ventricular position. An echocardiogram was then obtained which revealed that the severe pvl had decreased to moderate pvl. Per the physician, the patient's bicuspid aortic valve contributed to the paravalvular leak (pvl).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) ((B)(6) 2026), a pre-implant case report from the field team, a post-implant case report and one 3mensio video clip from imaging services, were provided. Per the pre-implant report review, the field team¿s case summary notes an annulus perimeter of 92.6 mm, with a perimeter-derived diameter of 29.5 mm, suggesting suitability for a 34 mm evolut valve. The aortic valve is bicuspid with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc) as documented in the report. Estimated orifice area at 5 mm was not provided to confirm potential annulus oversizing. Mean sinus of valsalva (sov) diameters, as well as sinus and coronary heights, are within the recommended range. Aortic root angulation is 56°. Per the pre-implant CT review, CT confirms bicuspid aortic valve with calcified fusion of the rcc and lcc, and protruding calcification on the non-coronary cusp (ncc). The annulus perimeter measures 93.6 mm, with a perimeter-derived diameter of 29.8 mm¿again suggesting a 34 mm evolut valve. Estimated orifice area at both 5 mm and 8 mm levels show perimeters over 96 mm and perimeter-derived diameters greater than 30 mm . Per instructions for use, a perimeter-derived diameter over 30 mm is a precaution and may contribute to paravalvular leak (pvl). The ascending aorta appears dilated and measures an average diameter of 48mm. Per the post implant report review, implant depth measures 9.4 mm beneath the rcc and 7.1 mm beneath the lcc. Contrast is seen outside the valve frame at the evolut inflow (node 0), extending upward between the valve frame and the outflow tract beneath the lcc/ncc, possibly due to the underlying bicuspid anatomy. This finding is consistent with a pvl. Per the 3mensio video clip review, the video clip confirms bicuspid anatomy, with contrast visualized outside the tav frame between the lcc and ncc, supporting the presence of pvl. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.